Manufacturer narrative:
During unpacking and set-up, the new thermogard console sn (B)(4) displayed a "mid:09 (air trap assembly) error message. The evaluation of the thermogard console revealed that the probable root cause of the observed issue was due to a defective air trap sensor block, likely attributed to a defective component. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed mid:09 (air trap assembly) error message, confirming the reported complaint. The thermogard console failed the initial functional test and displayed mid:09 (air trap assembly) error message, thus confirming the reported complaint. The console displayed a mid:09 error message when there was no air trap in the air trap chamber. The air trap sensor block was replaced to remedy this issue. Following the service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
During setup at the customer's site, the thermogard console sn (B)(4) displayed a mid:09 (air trap assembly) error message. No patient involvement.